Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported the patient had a CT scan of her arm on (B)(6) 2019 and was told it was not fully healed and the doctor called it a non-union. The patient is also having pain and difficulty writing. The surgeon does not want to operate at this time.

Manufacturer narrative:
It is unknown when the event occurred. 510k: this report is for a plate - unknown lot; unknown part; UDI number is unknown. Device remained in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown synthes plate had cracked and broke post-operatively that was implanted to treat a right ulnar fracture. In (B)(6) 2017 the patient had a fall at home and sustained multiple fractures including her pelvis, coccyx and right ulnar. On (B)(6) 2017 the patient was originally implanted with an unknown synthes plate and unknown quantity of screws. It is unknown if synthes devices were used to treat the other fracture sites. Subsequently, the patient began experiencing pain in her right arm and returned to the treating surgeon and an x-ray taken (B)(6) 2017 confirmed that the implant had failed. The patient received a second opinion in october 2017 but surgery to remove the failed hardware was not recommended due to her age. The patient is experiencing pain, swelling and limited range of motion in her right arm. Concomitant medications: prolina injections (bone health), losartan, atenolol, zantac, trazadone, ativan -0.5mg at bedtime. There is one (1) device in this complaint. (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the transverse break occurred mid hole in the 4th hole (middle hole of 7 plate holes). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient stated the bone has healed and the plate is still implanted.

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Added, omitted from initial report. Device used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that a synthes 3.5 locking plate had cracked and broke post-operatively that had been implanted to treat a right ulnar shaft fracture. In (B)(6) 2017 the patient had a fall at home and sustained multiple fractures including her pelvis, coccyx and right ulnar. On (B)(6) 2017 the patient had an open reduction internal fixation (orif) and was implanted with a synthes 3.5 locking plate, two synthes 3.5mm cortex screws (first and proximal on the distal fragment), two synthes 3.5mm locking screws (proximal) and two synthes 3.5mm locking screws (distally). It is unknown if synthes devices were used to treat the other fracture sites. Intra-operative x-rays were taken. Subsequently, the patient began experiencing pain in her right arm and returned to the treating surgeon and an x-ray taken (B)(6) 2017 confirmed that the implant had failed. The patient received a second opinion in (B)(6) 2017 but surgery to remove the failed hardware was not recommended due to her age. The patient is experiencing pain, swelling and limited range of motion in her right arm and would like to know if the plate is inferior and if there is any compensation for her costs including having people and nurses come to help her. Concomitant devices reported: synthes 3.5 cortex screw 16mm part 204.816/ unknown lot, quantity x 1 , synthes 3.5 cortex screw 20mm part 204.820/ unknown lot, quantity x 1 , synthes 3.5 locking screw 14mm part 212.103/ unknown lot, quantity x 2 , synthes 3.5 locking screw 16mm part 212.104/ unknown lot, quantity x 1 , synthes 3.5 locking screw 20mm part 212.106/ unknown lot, quantity x 1 . Concomitant medications: prolina injections (bone health), losartan, atenolol, zantac, trazadone, ativan -0.5mg at bedtime.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Mr# reported as (B)(4). Patient ethnicity is unknown. The following investigation flow was performed: broken. While no device was returned for investigation, visual inspection performed at customer quality (cq) of provided radiographic images confirmed the condition of postoperative breakage, which agrees with the reported complaint condition of the device breaking post op. A review of the device history records was unable to be performed since the lot number was unknown. A material analysis or relevant dimensional inspection was not able to be performed because the device was not returned. The complaint device part# was provided by reporter as 245.071. Tabulated product drawing for the family of 3.5mm reconstruction locking compression plates was reviewed during this investigation. No product design issues or discrepancies were observed. This occurrence rate calculation and complaint history is for part #245.071 part family. Complaint category: broke postoperatively a review of the design and clinical risk management document (dcrm) locking compression plates dcrm found the risk specific to the complaint condition adequately addressed. Line #15. 010 addresses the hazard ¿plate breaks postoperatively before bone healing completed¿ as a result of improper plate chosen, non-compliant patient, use of incorrect bending template or bent template, surgical error. This is categorized as an acceptable risk; with a moderate severity of harm (3) and a possible harm of ¿malunion / nonunion - moderate¿. This hazard has an unlikely probability of occurrence of (2) and an estimated occurrence rate of > 0.01% and = 0.1%. Complaint review period: january 2008 - june 2018; occurrence rate = 0.0431%; the dcrm adequately addresses this complaint condition. This complaint is confirmed however, no product design issues or manufacturing discrepancies were identified during this investigation and the dcrm adequately addresses this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
According to the surgeon, the patient is asymptomatic and functional. He stated that the issue with the plate was found during evaluation for a hip surgery and there was no known issue with the plate prior to the x-ray. The surgeon stated that removal/revision surgery is not indicated and there is no plan to remove the plate from the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.